Event description:
It was reported that a revision case of l2-s1 was necessary since the rods of the construct had slipped while the locking caps remained locked. The surgeon removed 2 screws at s1 and rods and caps. L2 screws, rods and caps were replaced.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental.